Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt reported an alarm and noticed a leak by the connector between the cycler and the catheter extension. The leak occurred during drain two. There was a second alarm that indicated that he had air in the machine. The pt called tech support and was advised to close his clamp and catheter. The pt finished treatment with manuals exchanges. The pt was put on the following prophylactic antibiotics: ancef 1g once and fortaz 1g once. Effluent was clear.